Event description:
When injecting patient with medication it was noted that medication was squirting out of needle. When needle pulled out of patient noted that metal part of needle had come out of plastic surrounding it.device #1is this a laboratory device or laboratory test?no.